Event description:
The customer received questionable ise indirect gen.2 results for one patient from the cobas 6000 c (501) module. The original results were sodium: 167 mmol/l, potassium: 4.7 mmol/l, and chloride: 70 mmol/l. These results were reported outside of the laboratory and questioned by the physician. The repeat results were sodium: 135 mmol/l, potassium: 3.7 mmol/l, and chloride: 88 mmol/l. The repeat results from another analyzer were sodium: 131 mmol/l, potassium: 3.7 mmol/l, and chloride: 90 mmol/l. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative decontaminated the ise module, changed the electrodes, ran reagent primes and performed maintenance. He ran precision testing and the customer ran calibration and qc. All results were within range. The investigation did not identify a product problem. The cause of the event could not be determined.